Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device recorded ventricular tachycardia (vt) episodes in the 133-188 beats per minute zone. The zone was changed to 167-188 beats per minute and the same amount of ventricular tachycardia (vt) episodes were indicated. Of note, the device was implanted after the use before date. The device remains in use and no patient complications have been reported as a result of this event.